Manufacturer narrative:
Additional information: section a3b:unknown. Section d6a: if implanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section d6b: if explanted; give date: n/a. The intraocular lens was inserted and removed during the same procedure. Section h3: other 81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded monofocal intraocular lens had a lens discharge failure. Lens loading malfunction, temporal haptic was torn off. Additional information suggests lens was implanted, but it was soon noticed that the mechanism of lens loading was malfunctioning and had damaged the lens that was just implanted. The lens was grabbed through the main wound and removed in two parts, as the temporal haptic was torn off (and was accounted for outside the eye). Replaced with same model and diopter j&j lens. There was no injury and surgical and medical interventions were required. The product has been returned. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: may 22, 2024. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection of the complaint device reveal that the plunger rod was fully advanced, the plunger rod tip was bent, and the cartridge/cartridge tip was damaged. Viscoelastic residue was identified through the length of the cartridge. The lens module was opened, and no damage was identified; however, viscoelastic residue was in the lens module. Device assembly was inspected, and no issues were identified; however, viscoelastic residue was below the lens module indicating that an excessive amount could have been used which may have contributed to the complaint event. The lens was removed from the tray and cleaned, presenting with a detached haptic, tear, and damage to the optic body. The complaint issue "haptic detached" and "plunger rod issue" were identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Manufacturing record review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search of complaints related to this production order was performed. Conclusion: the complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.